Event description:
It was reported that the pump touch screen was scratched and to read. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.